Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from in the low 100 mg/dl. Testing performed once daily. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 5:50 pm) with results of 156 mg/dl and 529 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/25/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set correctly): 159 mg/dl (B)(6) 2015 03:30 pm; 179 mg/dl (B)(6) 2015 11:52 pm; 120 mg/dl (B)(6) 2015 11:51 pm; 173 mg/dl (B)(6) 2015 11:53 pm; 132 mg/dl (B)(6) 2015 11:51 pm; 159 mg/dl (B)(6) 2015 11:59 pm; 403 mg/dl (B)(6) 2015 11:55 pm; 131 mg/dl (B)(6) 2015 11:53 pm; 193 mg/dl (B)(6) 2015 11:52 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.